Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced ventricular tachycardia after or during the dialysis and received shocks after cardiopulmonary resuscitation (CPR) started. It was noted that the patient received a shock at home and then in the emergency room (ER) for cardiac arrest. The device function was explained to the patient and it was advised to discuss with the physician if an ICD upgrade is needed. Subsequently, a revision procedure was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.